Manufacturer narrative:
(B)(4). The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap cholecystectomy - "the loading of clip was not easy (very tight), sometimes not possible. The clips could not be closed ordinary." Patient status ok.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found that the shaft of the device had been bent. Engineering actuated the device and was able to replicate the customer's experience of the "loading of the clip was not easy." Engineering disassembled the unit and found damage to the components of the device. The root cause for the difficulty in clip loading was likely due to the damaged components of the device. This likely occurred due to excessive force being applied to the distal tip of the device which may have been caused by the unit being dropped or the insertion of the device into a trocar with a clip loaded. All clip appliers undergo 100% visual and functional inspection during manufacturing and assembly. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.